Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended, but the orange visual indicator was slightly under-traveled; the indicator was still visible. The orange visual indicator is a mechanism in the handle of the device that shows ¿orange¿ when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: a) the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; b) higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. The analysis results found that device (b) was received with the jaw ramp broken. Due to the condition of the device, no functional testing was performed and no conclusion could be drawn as to what may have caused the broken jaw ramp. However, this finding is not related to the reported opening issue. The event could not be confirmed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.